Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the poppet is defective. Additional malfunction is the power switch is defective.